Event description:
Clinic notes dated (B)(6) 2014 note that the patient missed doses of keppra and depakote that week and had an increase in the number of seizures since. It was noted that the generator battery is due for a change. It was noted that the output current was increased to 2.5ma to help the small breakthrough seizures. The patient was referred for surgery. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer for analysis. There were no anomalies found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.